Manufacturer narrative:
One bipolar pacing catheter with monoject 1.3 cc limited volume syringe was returned for evaluation. A non-edwards (xemex) introducer was seated to the catheter to approximately 65cm to 75cm. Blood was observed from around the distal and proximal windings. Continuity testing confirmed a full open condition of the distal and proximal circuits, respectively. A cut down of the catheter body was performed. The lead wires were found to be broken at approximately 103 cm from the catheter tip. Testing confirmed that the pacing circuit was continuous from the lead wire break site 5cm distal of the "y" fitting to both of the electrodes at the catheter tip area. The distal and proximal circuits were continuous from the lead wire break site proximal to the connector pins. Examination of the break sites on both lead wires found the break site to taper to a point on both lead wires indicating the lead wire broke due to being pulled apart and not cut. Due to the overlap in the lead wires at the break site it appears the catheter was stretched 7cm beyond the normal length breaking the pacing lead wires and creating the open condition in the circuit. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon, windings, or returned syringe was observed. Balloon inflation testing was performed using the returned syringe with 1.3 cc air by holding the balloon under water for 5 minutes. No leakage was observed. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of pacing difficulty was confirmed. Although product damage was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that device handling may have contributed to the damage found on the catheter. No actions will be taken at this time.

Event description:
It was reported that "it became unable to pace on the third day of use." No patient complications or injury was reported.